Manufacturer narrative:
Device evaluated by MFR: a synergy ous, mr, 2.75 x 16mm stent delivery system (sds) was returned for analysis. The stent was deployed during procedure and therefore not returned for analysis with the device. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon had been subjected to positive pressure. The balloon wings were opened out from their folded positions. Crimp markings were evident on the balloon body indicating crimp contact between the coated stent and balloon. The balloon was connected to an inflation device and an attempt was made to apply positive pressure to the balloon chamber; however two pinhole leaks were noted on the balloon. One pinhole identified at 3.5mm and second pinhole identified at 5mm distal of proximal edge of the proximal markerband. No balloon damage was evident adjacent to the pinholes however a stent strut may have caused the damage evident. As stated, the stent was not returned for analysis and examination of the stent may have highlighted stent strut damage that could have contributed to the issue. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. A 2.75 x 16 synergy drug-eluting stent was advanced to treat the lesion. However, on the first inflation at 11 atmospheres for 11 seconds, the balloon ruptured. Despite the balloon rupture, the stent was deployed. Subsequently, the stent was expanded using a different balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. A 2.75 x 16 synergy drug-eluting stent was advanced to treat the lesion. However, on the first inflation at 11 atmospheres for 11 seconds, the balloon ruptured. Despite the balloon rupture, the stent was deployed. Subsequently, the stent was expanded using a different balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.